Manufacturer narrative:
Timing link too tight.

Event description:
It was reported by service report that the bed's side was unable to be locked in the upright position. No patient involvement or adverse consequences are reported.